Manufacturer narrative:
Investigation summary: investigation into this event showed that the test results from this sample were reproducible from run to run, as well as being reproduced on a subsequent day. Qc results were acceptable, and there were no indications of analyzer malfunction. Test results on different samples from the pt using a different method at a different facility gave results in the normal range. The customer refused to perform further troubleshooting. The event is suspected of being sample-related, but the root cause could not be determined.

Event description:
A customer observed reproducible falsely elevated troponin I results on a pt sample. Falsely elevated results may lead to inappropriate physician action. The biased result was reported to the physician. Testing on an alternate method yielded results in the normal range. There was no report of pt harm as a result of this event.